Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a  loss of therapy; caller states that the day before yesterday their symptoms returned. Caller states that they have had no problems with urinary leakage until all of a sudden it was back. Caller states that due to the loss of therapy, they went to check on their therapy settings today and possibly make adjustments when they noticed stim was at "something" instead of 2.4v. Caller states that they have always been at 2.4 since implant- caller confirmed they successfully increased stimulation back to desired setting. Caller mentions that they have been going to physical therapy for sciatica pain and "crippled legs" (confirmed unrelated to device/therapy). At the appointments the therapist has been putting "electrodes" (tens unit) right over their device even though the caller suggested not to.  No further complications were reported/anticipated at this time.